Manufacturer narrative:
Timing link.

Event description:
It was reported by svc report that the pt left foot siderail would not lock in the upright position and the power cord was missing the ground prong. No pt involvement or adverse consequences are reported.